Event description:
It was reported that during an ovarian resection procedure, a rubber part dropped off from the device when the doctor wiped the device with gauze. Another device was used to complete the case with no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.